Event description:
No additional information was provided

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter: one sample of a 1 ml luer lok syringe (part number 309628, batch 5190556) was received in its sealed package with complete product information. Evaluation showed brown discoloration on the barrel consistent with a burnt barrel, which is non-conforming to product specifications. The embedded foreign material appears to be degraded plastic, likely caused by resin being exposed to prolonged high temperatures in the molding machine during start up. According to procedure, molded parts produced at start up are to be scrapped until no degraded material is observed; if this step is not performed thoroughly, an affected unit may pass through. This condition is cosmetic only and does not pose a risk to the customer. A device history record review for material number 309628, lot 5190556, confirmed that all required in process and final inspections were completed with no related quality notifications identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and complied with all applicable product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Verbatim: "brown smear inside syringe".